Event description:
End-user reports, 1 week ago, she noticed a red "pimple-like" rash under wafer's mass located at the 3 o'clock to 9 o'clock position on peristomal skin. It is also reported that this same rash was evident during the next wafer change, but located under wafer's tape border. Product has been I use since (B)(6) 2013.

Manufacturer narrative:
The event as described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a body function or permanent damage to a body structure). According to end-user, the skin is cleansed with dove soap and water then left to dry. It is reported that at rash onset, end-user applied an antibiotic ointment to the affected site then put on pouch. Lastly, proper skin care and cleansing technique was reviewed with end-user. No additional pt/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.